Event description:
The facility representative reported a colleague infusion pump which experienced a battery failure. It is unknown when or at what point in the process the reported condition occurred. Review of the device event history determined that this condition interrupted delivery. There was no patient injury or medical intervention necessary. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection was performed. The reported condition of a battery failure was confirmed. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review determined that this device has not previously been serviced by baxter. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Additional information: device history review was conducted and no issues were found related to the reported condition during the manufacture of the lot.